Manufacturer narrative:
This device has 2 premarket approvals and due to spacing limitations on field g4 they are k193473 and k210608. The exact explant date is unknow. The device explant date field d6b was filled with an approximate date. Follow up report (1): this report is being submitted to correct grid h6. Impact codes. Follow up report (2): this report is being submitted due additional information regarding patient outcome.

Event description:
It was reported that the insertable cardiac monitor (icm) was removed due to a reported allergic reaction; however, no additional adverse patient effects were reported. Additional information confirms that device was explanted due to infection.

Event description:
It was reported that the insertable cardiac monitor (icm) was removed due to a reported allergic reaction; however, no additional adverse patient effects were reported. Additionally, the boston scientific territory manager has provided information, stating that he does not have any details about this event.

Manufacturer narrative:
This device has 2 premarket approvals and due to spacing limitations on field g4 they are k193473 and k210608. The exact explant date is unknow. The device explant date field d6b was filled with an approximate date. Follow up report (1): this report is being submitted to correct grid h6. Impact codes.

Manufacturer narrative:
This device has 2 premarket approvals and due to spacing limitations on field g4 they are k193473 and k210608. The exact explant date is unknown. The device explant date field d6b was filled with an approximate date.

Event description:
It was reported that the insertable cardiac monitor (icm) was removed due to a reported allergic reaction; however, no additional adverse patient effects were reported.